Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6) product type product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that for 'at least a months ' the patient had been having issues with the handset getting 'stuck' when trying to connect to the pump. The patient stated the handset would get stuck at 90% when searching for the pump and when 'getting ready to deliver a bolus. ' agent walked patient through clearing data on the handset. The patient confirmed the issue was resolved.